Manufacturer narrative:
Pump was received with unexpected restart alarm after battery change due to faulty c13/ib. Pump passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No unexpected low battery alarm noted. Pump had cracked battery tube threads, reservoir tube, broken half of reservoir tube lip, missing reservoir tube o-ring, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of call. Troubleshooting was performed for damage and noticed little black rubber piece came of the reservoir compartment . The top of the reservoir compartment has been chipping off so the little rubber did not have anything to hold on to it. It is unknown how the damage occurred. Advised the device will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.